Manufacturer narrative:
Details of complaint: on (B)(6) 2019, the customer reported central nurse's station (cns: pu-681ra, (B)(6) was not alarming for vtac and not saving vtac in arrhythmia recall. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the root cause of missed alarms is incorrect settings. The alarm conditions were not met under the settings at that time. The overall risk score is medium. As this issue is not a result of deficiency or non-conformance of an nk device, a CAPA is not required. The following fields contain no information (ni), as attempts to obtain information were made, but not provided:

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was not alarming vtac and not saving vtac in arrhythmia recall.

Manufacturer narrative:
Vtac alarms are turned on and set to 6 beats and 100bpms. One of the reported vtac events was only 4 beats the other was 7. The customer sent the strips in to nk for review. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was not alarming vtac and not saving vtac in arrhythmia recall.